Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 63 alarm (variable 9), pump error 3 alarm, pump error 28 alarm, and pump error 79 alarm due to a software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error during basal. Customer was able to clear the alarm and able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.